Manufacturer narrative:
The field service representative (fsr) inspected the module and performed multiple troubleshooting procedures including replacement of the peristaltic head tubing. The alinity c processing module serial number (B)(6), was considered the cause of the discrepant results. The instrument service history review revealed no additional service tickets associated with discrepant /erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Trending review did not identify any trends. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation, no deficiency was identified.

Event description:
The customer observed calcium and phosphorus imprecision on the alinity c processing module. The following data was provided. Sid (B)(6): calcium: initial result 4.5 mmol/l, repeat 2.37 mmol/l. Sid (B)(6): calcium: initial result 3.71 mmol/l, repeat 2.39 mmol/l. Phosphorus: initial result <0.23 mmol/l, repeat 1.18 mmol/l. No impact to patient management was reported.

Event description:
The customer observed calcium and phosphorus imprecision on the alinity c processing module. The following data was provided. Sid (B)(4). Calcium: initial result 4.5 mmol/l, repeat 2.37 mmol/l. Sid (B)(4). Calcium: initial result 3.71 mmol/l, repeat 2.39 mmol/l. Phosphorus: initial result <0.23 mmol/l, repeat 1.18 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.